Event description:
Event description guidant received information that this implantable transvenous defibrillation lead was surgically capped and abandoned after 125 months of implant time. The lead measured high pacing impedance and thresholds.